Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: data not available smartphone operating system: data not available smartphone hardware: data not available cgm sensor type: data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient did not provided specific blood glucose levels, only stated they had "so much hypoglycemia that I had to be hospitalized." There was no specific treatment information provided while hospitalized, but the patient did report that the pod was discarded and they were given insulin pens. The event was reported on an internet forum. Further information on the event has been solicited but is unavailable, including the name of the medical facility the patient went to for treatment. If additional information is received it will be submitted in a follow up report.